Event description:
Anesthesiologist was setting up anesthesia machine for the day when he noticed the pediatric circuit was defective. The carbon dioxide (co2) sampling port fell out causing a major circuit leak. Inspection of the sampling port found that the port seemed to have an opaque color to it, not clear as it would have been if it had been sealed as expected. This may have been a result of too much or too little solvent used during assembly.the defective circuit was replaced. When the second circuit was installed the anesthesiologist found that the plastic connectors that attach the circuit to the machine came apart easily. They are supposed to be sealed and unable to come apart. A third circuit was used for this patient.======================manufacturer response for pediatric ultra flex anesthesia breathing circuit, pediatric ulta flex anesthesia breathing circuit (per site reporter).======================manufacturer provided returned goods authorization number (rga) for both circuits for product return evaluation.